Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and displayed increased threshold measurements. There was no obvious damage, patient did not experience syncope or pacing pauses. The decision was made to explant this lv lead and replace in the future with a epicardial lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There were set screw marks noted on the terminal pin. There was dried blood/body fluid noted in the lumen. This lead passed electrical testing. The initial allegation of dislodgement could not be confirmed through analysis.